Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a button error alarm. The customer's blood glucose was 438 mg/dl at the time of incident. The customer stated that they will be treating the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement and rewind tests. The operating currents were within specification. Moisture damage was noted on all electronic assemblies. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump had intermittent button response on the up arrow button due to moisture damage on the keypad traces. The pump was received with minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and corrosion on the motor assembly.